Manufacturer narrative:
The reported disposable meniscus mender ii kit, intended for use in treatment, will not be returned for evaluation. No lot number was provided prohibiting a review of the manufacturing records. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed.

Event description:
It was reported that during an arthroscopy, when removing the wire loop from the plastic packaging of the set meniscus mender, it broke loose from the handle ¿nob¿. The procedure was completed without significant delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.